Event description:
It is reported that the iab was inserted and used uneventfully for 72 hours. Upon removal, resistance was encountered, and the physician used force to remove the iab. The catheter tore, and a portion of the tip remained indwelling in the pt's groin. A surgical procedure was performed to remove the piece of catheter. There were no pt complications.